Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the first device. Manufacturer report numbers 9611385-2015-00063 and 9611385-2015-00064, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a representative from the dental office provided patient-specific information; initially, this office indicated "a couple" of patients required root canal treatment. In total, the office has now provided information on 15 root canals involving 14 patients. This report details a (B)(6) year old female patient who received a crown made from 3m espe lava ultimate cad/cam restorative for cerec on tooth #3 on (B)(6) 2013. This crown was secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive. On (B)(6) 2013, the patient reported pain; the crown was adjusted. On (B)(6) 2013, the patient again reported jaw pain and pressure sensitivity; the crown was re-adjusted. On (B)(6) 2014, the soft tissue adjacent to the crown was swollen and the patient reported pain; she was referred for endodontic treatment. The endodontic procedure was performed on (B)(6) 2014 and the crown re-cemented on (B)(6) 2014. The patient's status is reported as fine.